Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda or difficult clip deployment. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5, thin leaflets, on a patient with a history of atrial fibrillation and no right venous access. A triclip xtw was inserted without issues. However, during deployment, the dc handle was noted to deflect and pull on the clip. The clip was ultimately deployed on the tricuspid valve. However, post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.